Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. The lot # 3000132871 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/13/2021. An investigation was conducted on 01/27/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob tightened the arm. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using calibrated vacuum foot weight tlt2040708 and calibrated pressure gauge. The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device, the reported failure "positioning failure" and "suction issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z was not holding firm onto the heart. It kept slipping off. They continued to use product for the rest of the case. The suction was at 400mmhg. There were no patient affects.

Manufacturer narrative:
Ot record #(B)(4). Event description: the hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z was not holding firm onto the heart. It kept slipping off. They continued to use product for the rest of the case. The suction was at 400mmhg. There were no patient affects. The event date is (B)(6) 2020. The investigation has been started, since the complaint was received, there was no deficiency identified from production relevant to the suction issue and position issue prior to this complaint. The following contents has been done: DHR review: the DHR of the reported lot 3000132871 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. And all the products had been performed the vacuum leak test, they all passed the vacuum leak test, which demonstrated sufficient vacuum can be obtained and the baffle head was able to lift the weight. Trend review: in the last 12 months, (B)(6) 2019 to (B)(6) 2020, the occurrence rate is found to be approximately 0.0079%. There¿s no similar complaint reported for this reported lot 3000132871. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when it's available.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z was not holding firm onto the heart. It kept slipping off. They continued to use product for the rest of the case. The suction was at 400mmhg. There were no patient affects.